Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noticed short episodes where the screen became distorted and then went back to normal. The stm tested the unit for 30 minutes without incident. The stm suspected the display and video cable and replaced both parts to fix the problem. The stm then verified that the unit calibrated and passed all functional and safety tests per factory specifications. The iabp unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the screen of the cs300 intra-aortic balloon pump (iabp) was malfunctioning. The screen was distorted, changing from blue to gray with indices in the background. This event was discovered during weekly checks by the customer. There was no patient involvement, thus no adverse event was reported.